Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155422.

Event description:
Voluntary medwatch received states the right ventricular lead presented with over-sensing, r wave amplitude variation, and an impedance problem noted. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction: d4: field should not be populated.